Event description:
It was reported that the handpiece began leaking black specs into a wound site during a surgical procedure. The site was debrided and flushed, and there have been no adverse consequences as a result of this event. The procedure was completed with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details, the reported condition of the device leaking black specs during usage could not be duplicated. The device passed all tests. Service completed a clean, lube, and adjust on the device, as well as, preventive maintenance. The saw was returned to the customer. There have been no adverse consequences reported in the add'l, f/u reports, as well.